Manufacturer narrative:
Eval results: the returned lens was received with torn haptic plates and is missing portions of the leading haptic plate and trailing haptic plate. Due to the torn condition of the lens, measurements could not be performed. One retain sample from lot# 019091 was inspected dimensionally and all measurements were within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.

Event description:
The surgeon reports explanting a crystalens intraocular lens approximately three months postoperatively due to malpositioning. The crystalens was replaced with a different lens. No additional info could be obtained from the customer.